Event description:
It was reported to medtronic minimed that the customer experienced pump error 63. The customer reported no adverse event. The event involved product(s) mmt-1781k. Troubleshooting was performed and customer reported receiving a pump error 63. No harm requiring medical intervention was reported. The customer will discontinue use of the device.mmt-1781k was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed displacement test. Pump failed self-test due to pump error 63 during testing. Successfully utilized thus to download history files and trace files. Pump error 63 alerted on (B)(6) 2024 12:22:29.000 with variable (3). Pump error 63 (variable 3) alarm due to hardware error (line number = 367 and file number = 37). Pump was cut open to perform visual inspection and found moisture damage on pcba1, force sensor, and lcd flex connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, serial number label missing, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, scratched case, and corroded battery tube. Pump error 63 alarm due to hardware error caused by moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.